Event description:
It was reported that hospital implant registration form received which mentioned that pacemaker, right atrial (ra) lead and right ventricular (rv) lead exhibited unspecified issue. The pacemaker was explanted and replaced while; the ra lead and rv lead were capped and replaced on (B)(6) 2025. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the patient presented for follow-up visit in the clinic with dizziness. It was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. It was also noted that the right ventricular (rv) lead also exhibited noise over-sensing which resulted in pacing inhibition. The ra lead and rv lead were capped and replaced on 25 mar 2025. The pacemaker was explanted and replaced due to elective replacement indication. The patient was in stable condition.

Manufacturer narrative:
B3 - date of event should have been jan 1, 2017, instead of mar 25, 2025. Jan 1, 2017, is an estimated event date.